Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported issue. Flow accuracy testing was performed at 40ml and 125ml with output deviating from the original by -8.3075% and -7.808% respectively. Both values are outside 5% specification but within 10% specification. It was determined that the pressure plate required adjustment to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was under infusing during flow rate accuracy testing. During preventative maintenance testing for flow rate accuracy the device was expected to deliver 20ml but was only delivering 17ml. This was repeated 4 times with different lines. There was no patient involvement. No additional information is available.